Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements increasing gradually. Technical services (ts) was consulted and noted that, given the average shock impedance exceeded 90 ohms, it is recommended to consider programming shock polarity to initial and setting all shocks to maximum energy. Additionally, ts advised evaluating the rv lead for any signs of micro or macro fractures. Troubleshooting guidance was provided. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.